Event description:
It was reported that the hv lead impedance had decreased. The physician elected to leave the lead in place and monitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.